Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:15:24. During night drain cycle five, the patient's ultrafiltration reading was 977ml, indicating the home patient (hp) drained 977ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to the reported issue. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.